Event description:
A user facility alleges that the connector broke on an lma when the crna tried to hook it up to the anesthesia circuit. This user facility also reported a second connector break (MDR 9681900-1997-00022). Although there was no pt injury, an MDR is being filed as failed connectors could theoretically cause injury to a pt.